Manufacturer narrative:
During a call with tac (technical assistance center) engineer technical support , the customer explained that they have a patient on the table, not under anesthesia yet and are unable to get an image on the monitor. The issue was occurring prior to the procedure and there was no injury or infection confirmed by customer. Tac provided troubleshooting however, the issue was not resolved. Tac informed customer that the issue appears to be power related. Follow up call with the customer representative reported that the intended procedure was completed using another monitor. There is a slight delay in the case due to customer needs to obtain another monitor for the procedure, however, this did not affect or no impact on the patient. The representative confirmed that there was no patient injury. The returned subject device was evaluated. Inspection found the reported issue was confirmed. The device upon inspection, was found with no power. Faulty qb board and g2 board were determined. In addition, damage bezel was observed, minor corrosion on connectors and inside of unit were observed. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the device has no power. The issue occurred during preparation for use. The intended procedure was completed using another monitor. There was no patient impact or harm reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation, it has been more than five years since device was manufactured, it was presumed that the phenomenon occurred due to device age deterioration. Olympus will continue to monitor complaints for this device.